Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the balloon burst outside the patient; there was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported the balloon burst outside the patient; there was no clinical consequence to the patient as a result of this event.